Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bypass procedure and normal activation, the jaws of the device broke off and fell into the patient cavity. They could not find it and had to use the c-arm (x-ray) to identify it for removal.